Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367( air in set) during dwell 2 of 6 on the home choice (hc). The home patient (hp) stated, the supply line was wet and leaking causing the 2240. The technical service representative (tsr) explained the system error 2240 and cleared the alarms so the hp could removed the setup. The tsr referred the hp to the on call nurse for further medical instructions. Product surveillance (ps) spoke with the home patient (hp) on (B)(6) 2012 regarding the system error 2240 and the leaking solution bag. Per the hp, he thought he did not have the solution bag connected all the way and leaked. The hp stated he resumed therapy without any problems and contacted his peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between line and supply bag, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated the supply line was wet and leaking causing the 2240. Per the hp, he thought he did not have the solution bag connected all the way and leaked. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.